Event description:
It was reported to philips that the device is not switching on.

Event description:
It was reported to philips that the device is not switching on.

Event description:
It was reported to philips that the device is not switching on. There was no patient involvement. The service representative evaluated the device and confirmed device was not switching on. The device needs an ac power module upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.